Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, it was noted that the right ventricle (rv) lead helix was failing to retract. The rv lead also exhibited an elevated pacing threshold. The rv lead was not used. The physician continued to use the second rv lead and completed the procedure. The patient was discharged post-procedure.